Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that there was leaking in the cadd cassette reservoir. No patient injury or complications were reported in relation to this event.